Event description:
It was reported that the user attempted to connect a freestyle libre 3 sensor to the ilet system and received an incompatible sensor alert, after which support confirmed the sensor was a libre 3 rather than the compatible libre 3+, and provided education on using bg run mode for 48¿72 hours and when to revert to backup therapy. Symptoms included feeling dry and hot with dry mouth, and a reported blood glucose of 190 mg/dl. Outcomes included the user reverting to alternative insulin therapy until compatible cgms are obtained and continuing with bg run mode instructions as needed. Investigation included product use review and user education regarding compatible sensors and bg entry procedures. Investigation of this case revealed incorrect sensor model use resulting in inability to establish cgm connectivity and an appropriate system alert. It was concluded that the device functioned as designed and that user supplies were not compatible with the ilet¿s cgm requirements.